Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of foreign matter on the tip, objective lens surface, and the air/water nozzle pipe, the evaluation found non-reportable device malfunctions/conditions. The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer suspected that the foreign matter is dimethicone (mucous remover). During pre-cleaning: precleaning was not delayed or skipped. The a/w nozzle was flushed with water and air during precleaning. During manual cleaning/reprocessing: there were no abnormalities in the accessories used for reprocessing. The a/w nozzle was wiped or brushed with clean, lint-free cloths, brushes, or sponges. The a/w nozzle channel was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed during the olympus device evaluation, the videoscope exhibited powder-like foreign matter attached to the tip, and foreign matter adhered to the objective lens surface and the air/water nozzle pipe line. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, d10, e1(establishment address and telephone should be blank in initial med-watch). Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 01 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: issue 1 (foreign material adhered inside the air/water channel) - based on the results of the investigation and the information provided, there was no physical damage identified at the place where the foreign material remained, and no obvious deviations were identified from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). The foreign material was identified as a mixture of silicate and organic silicone (antifoam agent, etc.), likely dimethicone used at the facility as silicates and organic silicones are not components derived from the endoscope, but from the medical solution. Therefore, it is likely the foreign material remained due to insufficient pre-rinsing and rinsing, and insufficient drying due to valve not being removed when the endoscope was stored. Issue 2 and 3 (foreign material on the surface of objective lens and powder-like foreign material adhered to the distal end) - based on the results of the investigation and the information provided, there was no physical damage identified on the device, however, the foreign material was likely not removed during reprocessing since the shape of the nozzle exit was changed by the material adhering inside the air/water nozzle which caused a defect of air/water feeding. The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and no obvious deviations from the instructions for use (IFU) were confirmed. The instruction manual states the inspection method associated with the event in chapter 5, endoscope reprocessing, ¿chapter 5.5 cleaning of external surfaces¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was found to be a mixture of agent-derived silicic acid and silicone, possibly containing the defoaming agent (dimethicone) as well. The water ingress event is presumed to have been caused by the check valve being closed due to the foreign matter becoming stuck, causing flooding. The cracks in the scope connector are presumed to be due to the effects of chemical substances resulting from incorrect dilution concentration or immersion time of the chemical and incomplete rinsing. Olympus will continue to monitor field performance for this device. .